Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement as the customer¿s current pump was out of warranty, though the customer was not interested in a loaner. The customer plans to contact tandem for further discussion on obtaining a new pump, and no further assistance was required at that time.